Manufacturer narrative:
MDR 3003442380-2026-56422 / Initial 1 of 3.Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.

Event description:
It was reported that the patient faced an event where canula was bent on (b)(6) 2026 and had high blood glucose and ketones which led to get admitted in emergency room with symptoms of headache and feeling sick and was treated with IV fluids of saline and insulin.